Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pelvic pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain/abdominal pain"), fatigue ("fatigue"), ovarian cyst ("ovarian cyst") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy. (Full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, fatigue, ovarian cyst and vaginal discharge outcome was unknown and the genital haemorrhage had resolved. The reporter considered abdominal pain, fatigue, genital haemorrhage, ovarian cyst, pelvic pain and vaginal discharge to be related to essure. The reporter commented: patient need for additional surgery. Most recent follow-up information incorporated above includes: on 27-sep-2019: pfs received. Events per pfs: genital bleeding and vaginal discharge were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pelvic pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 916882) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain/abdominal pain"), fatigue ("fatigue"), ovarian cyst ("ovarian cyst") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy. (Full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, fatigue, ovarian cyst and vaginal discharge outcome was unknown and the genital haemorrhage had resolved. The reporter considered abdominal pain, fatigue, genital haemorrhage, ovarian cyst, pelvic pain and vaginal discharge to be related to essure. The reporter commented: patient need for additional surgery. Discrepancy noted as essure removal date: (B)(6) 2016 and (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in (B)(6) 2012: result: not provided.; on (B)(6) 2012: result: unknown. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs received. Lot number was added. Reporter was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pelvic pain'), fallopian tube perforation ('perforation (fallopian tubes)'), uterine perforation ('perforation (uterus)') and appendicectomy ('appendectomy') in a 28-year-old female patient who had essure (batch no. 916882- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2012, the patient had essure inserted. On (B)(6)2012, the patient experienced abdominal pain lower ("lower abdominal pain"), 5 months 5 days after insertion of essure. On (B)(6)2012, the patient experienced abdominal pain ("abdominal pain/abdominal pain"). On (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), internal haemorrhage ("post-op internal bleeding"), fatigue ("fatigue"), ovarian cyst ("ovarian cyst"), vaginal discharge ("vaginal discharge"), hypersensitivity ("allergic or hypersensitivity reactions"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), psychological trauma ("psychological or psychiatric problems"), rash ("rashes or skin conditions"), skin disorder ("rashes or skin conditions"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary problems"), migraine ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), headache ("headache") and pollakiuria ("frequent urination"), was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss") and underwent appendicectomy (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy ¿ appendectomy) and hysterectomy. (Full)/hysterectomy with bilateral salpingo-oopherectomy ¿ appendectomy)). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, weight decreased, back pain, headache and pollakiuria had resolved and the fallopian tube perforation, internal haemorrhage, fatigue, ovarian cyst, vaginal discharge, hormone level abnormal, hypersensitivity, female sexual dysfunction, psychological trauma, rash, skin disorder, bladder disorder, urinary tract disorder, migraine, nausea, tooth disorder, dysmenorrhoea, dyspareunia, abdominal pain lower and appendicectomy outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, appendicectomy, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, internal haemorrhage, migraine, nausea, ovarian cyst, pelvic pain, pollakiuria, psychological trauma, rash, skin disorder, tooth disorder, urinary tract disorder, uterine perforation, vaginal discharge and weight decreased to be related to essure. The reporter commented: patient need for additional surgery. Discrepancy noted as essure removal date:(B)(6)2016 and (B)(6)2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: other (please describe). Imaging procedure - in (B)(6)2012: result: not provided.; on (B)(6)2012: result: unknown. Most recent follow-up information incorporated above includes: on 13-jan-2020: update of information (batch is not valid). Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pelvic pain'), fallopian tube perforation ('perforation (fallopian tubes)'), uterine perforation ('perforation (uterus)') and appendicectomy ('appendectomy') in a 28-year-old female patient who had essure (batch no: 916882) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced abdominal pain lower ("lower abdominal pain"), 5 months 5 days after insertion of essure. On (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain / abdominal pain"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), post procedural haemorrhage ("post-op internal bleeding"), fatigue ("fatigue"), ovarian cyst ("ovarian cyst"), vaginal discharge ("vaginal discharge"), hypersensitivity ("allergic or hypersensitivity reactions"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), psychological trauma ("psychological or psychiatric problems"), rash ("rashes or skin conditions"), skin disorder ("rashes or skin conditions"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary problems"), migraine ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), headache ("headache") and pollakiuria ("frequent urination"), was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss") and underwent appendicectomy (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy ¿ appendectomy) and hysterectomy. (Full) / hysterectomy with bilateral salpingo-oopherectomy appendectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, weight decreased, back pain, headache and pollakiuria had resolved and the fallopian tube perforation, post procedural haemorrhage, fatigue, ovarian cyst, vaginal discharge, hormone level abnormal, hypersensitivity, female sexual dysfunction, psychological trauma, rash, skin disorder, bladder disorder, urinary tract disorder, migraine, nausea, tooth disorder, dysmenorrhoea, dyspareunia, abdominal pain lower and appendicectomy outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, appendicectomy, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, migraine, nausea, ovarian cyst, pelvic pain, pollakiuria, post procedural haemorrhage, psychological trauma, rash, skin disorder, tooth disorder, urinary tract disorder, uterine perforation, vaginal discharge and weight decreased to be related to essure. The reporter commented: patient need for additional surgery. Discrepancy noted as essure removal date: on (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2012: other (please describe). Imaging procedure: on (B)(6) 2012: result: not provided; on (B)(6) 2012: result: unknown. Most recent follow-up information incorporated above includes: on 26-dec-2019: pfs received. New events were added: hormonal changes, allergic or hypersensitivity reactions, apareunia (inability to have sexual intercourse), psychological or psychiatric problems, rashes or skin conditions, bladder or urinary problems or changes, migraines / headaches, nausea, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fallopian tube perforation, perforation (uterus), weight loss, post-op internal bleeding, lower abdominal pain, back pain, headache and frequent urination. Onset date of event was added: abdominal pain and pelvic pain. Severity of abdominal pain was added. Outcome of the event was updated to recovered from unknown: abdominal pain and pelvic pain. Reporter information and lab data were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), fatigue ("fatigue") and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, fatigue and ovarian cyst outcome was unknown. The reporter considered abdominal pain, fatigue, ovarian cyst and pelvic pain to be related to essure. The reporter commented: patient need for additional surgery.